Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose levels all day. Her low blood glucose level was 32 mg/dl. She treated her low blood glucose with food and her blood glucose went back up to 205 mg/dl. The customer was not admitted as an inpatient for medical treatment. The customer is insulin sensitive. The device was not returned.